Event description:
The above donor was initially thought to have had a mild citrate reaction, was treated with calcium and juice. Two days later donor reported vomiting, one incident of dark urine and rash. Donor was instructed to go to the hosp and was admitted 11/13/98 and released 11/15/98.